Event description:
Customer discovered that while performing pre-use checks that the ventilator was overpressuring and activating the upper pressure limit alarm. The ventilator was sent to the biomed department. The biomed could not calibrate the inspiratory pressure transducers.